Event description:
It was reported that the pt fell off a chair and struck the head on the implant site. In 2002, the pt was seen at the implant center for reported intermittent link. Testing performed by a co representative confirmed the link problem. Exchange of external equipment did not resolve the issue. Revision surgery took place to remove the device. The pt was reimplanted with another clarion device.